Event description:
There is no new event information to report.

Manufacturer narrative:
The complaint devices were not returned for an evaluation. Without the device, a device failure analysis was unable to be performed. The lot number is unknown, therefore, other product from the same lot could not be obtained for investigation. A document based investigation was conducted including a review of the instructions for use, manufacturing instructions, quality control data, and trends. A review of the device history record could not be performed as the lot number of the complaint device was not provided. A review of complaint history records for the complaint device lot could not be performed as the lot number was not provided. The instructions for use (IFU) provided with this product provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The event information stated that multiple issues were recently occurring. A trend analysis of complaints for the ntse-022115-ush device was conducted. The analysis does not show any recent increase relative to the historical number of complaints. A complaint search for ntse-022115-udh devices reported by this customer found no other complaints have been reported by this customer for this device. There was no indication from the complaint search that a recent decrease in quality of the ntse-022115-udh has occurred. Cook monitors and trends complaints to identify negative trends. With none of the 6 devices returned for analysis, a determination for the cause of the reported issues with the devices could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant products: terumo wire guide, olympus flexible ureteroscope. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, in recent weeks the ntse devices have decreased massively in quality - opening, closing, strength. Further clarification of issue was provided on 04/15/2019. During a flexible ureteroscopy procedure during the stone fragment extraction, they had 6 ncircle tipless stone extractor baskets which were not opening properly or open like an n-snare. As reported, overall quality of the wires feels weak and soft. Unfortunately, they have thrown all of the products into the waste bin and not noted the lot numbers and switched to another manufacturers basket. The patient did not require any additional procedures and there were no adverse effects to the patient due to this occurrence.